Event description:
It was reported that immediately after initiating support, a slow drip of blood was observed leaking from the gas outlet port. After the pt stabilized - approx 3 hours, the decision was made to change out the device. No reported pt effect. The device was discarded. (B)(4). Please reference MFR report number 8010762-2015-00352.